Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a patient presented with residual refractive error in both eyes approximately two weeks post laser treatment. The physician noted that the stromal bed may not be uniform after corneal flap creation. No further event details available. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The investigation did not identify any system issues that would indicate that the laser contributed to the reported event. A review of the manufacturing records did not reveal any related nonconformity during manufacturing. Based on quality assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).